Manufacturer narrative:
Fields corrected: d1 brand name, d2a common device name, d2b pro code (product code), d4 model number, d4 catalog number. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery and revision of the site of the balloon due to recurring incontinence. The patient did not experience further adverse events.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that product analysis confirmed that low pressure in the balloon was the most probable cause of the reported incontinence. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this device underwent a thorough analysis. Visual and microscopic inspection of the balloon was unremarkable. The balloon did not pass functional testing as the pressure was low and outside of specification. This finding may be indicative of the balloon not applying enough pressure on the cuff or not refilling the cuff quickly enough following the device use. Both of these scenarios may cause the patient to experience incontinence. Analysis of the cuff and pump components did not find that they contributed to the reported clinical observations. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU)]. The ams 800 IFU lists urinary incontinence as a potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery and revision of the site of the balloon due to recurring incontinence. The patient did not experience further adverse events.

Event description:
It was reported that the patient was scheduled to undergo an inflatable penile prosthesis (ipp) revision of the site of the reservoir on (B)(6) 2021. No additional information was reported.